Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced bacterial peritonitis, coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The bacterial peritonitis was manifested by cloudy effluent and shivering. The patient was not hospitalized for the bacterial peritonitis. The cause of the bacterial peritonitis was unknown. Beginning on the date of onset, the patient was treated with vancomycin human (1 gram, every fifth day for fourteen days, route not reported) and heparibene na (0.2 milliliters per 1000 international units per bag for two days, route and specific frequency of bags not reported) for the bacterial peritonitis. Dianeal and extraneal therapies were ongoing. The patient was recovered from the bacterial peritonitis. No additional information is available.